Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the drive support cap is damaged. Customer does not know how it happened. There is a crack on the reservoir compartment. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.